Event description:
Customer reports drawer on the pyxis anesthesia system failed. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician investigation found physical item jam causing drawer to fail.